Manufacturer narrative:
The t:slim pump user guide states: "you must take off your t:slim system and leave it outside the procedure room if you are going to have any of the following procedures: x-ray". The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 28 (mg/dl). The customer went to the emergency room (ER) and received two bags of dextrose 10 and two injections of dextrose 50. Reportedly, the customer alleged that after being accidentally exposed to a x-ray, the pump delivered 230 units of insulin without user input. The customer reportedly, loaded a new cartridge that day and the insulin gauge displayed 70 units. Although requested by tandem technical support, the customer declined to review pump history and declined to upload pump data logs for review. The customer left the ER after 6 hours with bg of 206 (mg/dl), the customer was tired and experienced joint pain. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. User made bolus requests without entering current bg levels and still had insulin on board (iob). Cartridge change sequence completed on (B)(6)18. There were no erratic basal rate adjustments. Complaint could not be confirmed. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Due to the timing of the suspended pump at (B)(6), the likely cause is the user did not detach from the infusion set and delivered 10.9 units of insulin that was supposed to prime the infusion set line at (B)(6). A bolus of 12 units was delivered right after the fill tubing step. The 12 units should work for the next 4 hours at which time the 10 units are still in the body working to lower the bg. There is no evidence that the insulin pump experienced a malfunction or failure.